Manufacturer narrative:
The flat panel detector was returned to the manufacturer for analysis. Analysis included functional testing, performance testing through visual/physical examination. Analysis found that it was able to duplicate the reported problem "initializing systems please wait." A new detector panel kit was installed in the imaging system. A faulty command processor 2 caused the reported issue. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the command processor and detector were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to establish communication for motion and count not complete initialization. It was noted that bars for x-ray functionality were scrolling. There was no patient present when this issue was identified. No additional information was provided.